Event description:
As informed by the nurse to the field clinical specialist (fcs), approximately 7 years 10 months post implant of a 23mm sapien 3 valve, the patient's valve presents aortic insufficiency. The patient is being evaluated for a valve in valve (vinv) procedure. Upon review of medical records, the patient's valve was found to be present with degeneration. The patient underwent a vinv procedure with a non-edwards bioprosthetic aortic valve in a 23mm sapien 3 valve in the aortic position. The implant was a success.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As informed by the nurse to the field clinical specialist (fcs), approximately 7 years 10 months post implant of a 23mm sapien 3 valve, the patient's valve presents aortic insufficiency. The patient is being evaluated for a valve in valve (vinv) procedure. Upon review of medical records, the patient's valve was found to be present with degeneration. Further review of the medical records indicated that there was calcification observed on the anterior cusp of the aortic valve. The patient underwent a vinv procedure with a non-edwards bioprosthetic aortic valve in a 23mm sapien 3 valve in the aortic position. The implant was a success.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: b5 (describe event or problem), h6 (device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences as it remains implanted. As a result, no visual inspection, functional testing and dimensional analysis could be performed. Medical records were provided. As the reported event does not allege a malfunction that could be related to a manufacturing deficiency, no device history record (DHR) review and lot history review is required. The instructions for use/training manuals were reviewed for guidance/instruction involving valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. Therefore, review of the risk management file found no further action is needed. The event for calcification was confirmed by medical records. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Based on the limited information provided, the root cause for the valve calcification approximately 7 years 10 months post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.